Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during initial testing. However, the device was put through extensive testing without duplicating the reported problem. Therefore, the flex cable, ECG board and processor/bridge/pace board were replaced as precaution. The device was recertified and returned to the customer. The ECG and pbp board were scrapped after evaluation. Analysis of reports of this type has not identified an increase in trend.